Event description:
It was reported that pump housing and usb port were damaged, with usb port loose and pins damaged, which affected ability to charge pump, though pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and switch to alternate insulin method if needed, sent photos of damage by email as requested, and customer technical support arranged shipment of replacement pump.